Manufacturer narrative:
Fse replaced vc222 which resolved the leak. The cause of the leak was vc222. (B)(4).

Event description:
Beckman coulter inc. (Bec) field service engineer (fse) reported that while installing new hardware for the dxh800 2.0 software upgrade at a customer site, the vc222 (waste vacuum chamber 222) leaked blood and cleaner reagent into the unicel dxh 800 coulter cellular analysis system behind the customer removable right side instrument cover. The volume of the leak was not reported and the leak was contained within the instrument. The operator was wearing personal protective equipment (ppe) at the time of the incident. No injury or exposure was reported. There was no affect to patient samples or results.